Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence caused by a leak in the balloon. A new aus was implanted. No patient complications were reported.